Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 322 was reproduced and confirmed. The lower latch switch bracket screws were loose. The lower auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/ set loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no pt involvement.